Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing detached from the tubing connector while the patient was pulling pants off either during work or sleep. The site location was patient's thigh and the pump was located on the right side. The infusions were stored in the closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.